Manufacturer narrative:
(B)(4). Additional information: the analysis (a) results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The photographic evidence (analysis b) that could be seen, that the clips shown meet the specifications for being acceptable. The device functioned properly and formed clips acceptably when applied per the IFU. The clip legs can be offset by half the width of an individual clip leg and still be classified as acceptable and function as intended. Torquing and capturing another clip in the jaws are both instruction for use (IFU)-warnings and precautions violations: ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation.¿ ¿never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws.¿ analysis b additional information: batch # k9076n; expiration date: 12/2017; manufacturing date: 01/2013.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? Cystic duct; the crossing clips were left in the patient on the cystic duct and additional clips were deployed for security. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? The device was fired inside of the patient after the incident. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing on the cystic duct, the legs of the clips were crossing. Ten clips were deployed and the issue with the legs crossing occurred towards the end; sequence could not be provided. The clips were left on the cystic duct and additional clips were deployed for security. No patient consequences were reported.